Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, angina and in-stent restenosis occurred. In (B)(6) 2011, the patient presented with stable angina and was referred for cardiac catheterization. The first target lesion was located in the left main coronary artery into the mid left anterior descending artery and was treated with pre-dilatation and placement of 3.50 mm x 16 mm taxus element stent, with 0% residual stenosis. The second, 90% stenosed, 15 x 2.5mm target lesion was a de novo lesion located in the saphenous vein graft (svg) to the 1st diagonal branch. The second target lesion was treated with direct stent placement of a 2.50 mm x 12 mm taxus element stent with 0% residual stenosis. Two days later, the patient was discharged on aspirin and clopidogrel. In august 2012, the patient presented with stable angina and was hospitalized. The patient was referred for cardiac catheterization which revealed 90-99% focal in-stent restenosis of the study stent located in the svg to the 1st diagonal branch. A 3.0 x 32 mm promus element stent was introduced and was unable to cross the lesion. A 3.0 x 30 mm non-bsc drug eluting stent was then used to treat the stenosis. Following post dilatation, residual stenosis was 0%. The event was considered resolved without residual effects on the same day and the patient was discharged two days later.

Manufacturer narrative:
(B)(4). Date of birth: 1939. Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).